Event description:
It was reported that the green cable port entry is cracked. The customer has requested to have serviced. There have been no reported interruptions in the biopsy procedure. There have been no patient consequences reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received, visual functional examination: the unit was found to require the dc motor adaptor to be replaced. The device was functionally tested, met all product requirements and returned to the customer.